Event description:
End user reports the catheter stuck in the package "like it had been around to much heat" and was impossible or difficult to remove. May or may not have used some from the mu for intermittent urinary self-catheterization. EU normally catheterizes every 3-4 hours but because of the issue he sometimes prolonged the time frame to 6-7 hours because he was concerned he would run out of catheters." He further states he used some catheters "for intermittent urinary self-catheterization, he does not know which mus he used the catheters from but they had bits of the plastic package adhering to the catheter. The bits of plastic were sharp like a razor blade and drew one or two drops of blood from the urinary tract which resolved the next day without intervention."

Manufacturer narrative:
A2: sex: male. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number:. Reporting site: 1049092. Manufacturing site: 3005471919.